Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case (battery tube), and cracked battery tube threads. Device passed displacement test and active current measurement. No pump error 68 or pump error 49 noted during testing however, device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss shown in power graph due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it did not passed. Customer stated insulin pump had power error detected alarm. Customer stated notification light stop flashing. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.